Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. The sales rep reported an issue of the device would not display on the monitor unless the display port cord on the back of the ccs box was unplugged and plugged back in while powered up. Per service manual operational and diagnostic, this complaint can be confirmed. During evaluation, intermittent video issue was observed. The carrier board was replaced to resolve the issue. Software upgrade was also carried out. After repair, the device was found to be working according to the specifications. The defective carrier board would have caused the reported and identified problems. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that the all-in-one ccu+light source will not display on the monitor unless the display port cord on the back of the ccs box is unplugged and plugged back in while powered up. No procedure was involved at the time of the failure. The device is available for evaluation.